Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had ongoing, intermittent high blood glucose (bg) levels and the bg did not decrease after a bolus was delivered. The cause of the high bg was not known; however, seemed to occur 48-60 hours after the infusion set had been changed. Although multiple attempts were made to obtain additional information, the customer did not reply to the requests.